Event description:
It was reported that the patient presented in clinic during a routine follow up. Upon firmware upgrade attempt, the device went into backup vvi. The reason for backup vvi could not be identified as there was no wand movement or telemetry interference. The patient experienced diaphragmatic stimulation from bvvi. The device was successfully restored and reprogrammed to original settings; no further attempts were made to upgrade the firmware. Patient was stable after device download.